Event description:
The user facility reported that the customer reported that they attempted to engage the safety mechanism on the needle, but it failed to lock the needle in place, resulting in a needlestick injury. It appears that the grooves or teeth of the safety mechanism are not properly wrapped around the needle to secure the tip. Additional information was received on 16 dec 2024: the procedure taking place for the patient when the needle stick occurred was an influenza vaccine. The patient was not impacted in any way. Since the incident, the patient had bloodwork for hiv, hepatitis, etc., to ensure they have no bloodborne pathogens. The needle was activated against a hard surface (counter) and a click was felt and was not stuck at that point. However, when she went to discard it in the sharp's container, the needle was sticking out further than the safety device and stuck her finger. She was sent to a panel physician to get tested for bloodborne pathogens. The staff member is in stable condition.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual sample was not available. Instead, a photo of the actual sample was received. The cannula is not captured by the sheath-tooth and the wing collar is activated. The cannula was bent out of the sheath. Retention samples were visually inspected and found to be free of any damage or irregularities on the sheath and collar. Sheath activation was performed on the samples, and all passed. There was no issued nonconformity report related to human error during lot production. Our sg needles were assembled using a validated automated machine. No related nonconformance reports were issued during the production of the lot. During the collar assembly process, the hub fit is loosened from the protector before placing the needle into the collar. Prior to proceeding to the next process, the hub, cannula, and collar are pressed into the protector wherein a photoelectric sensor detects if the height of the protector is correct. Our safety needle features a hinged safety sheath attached to the needle hub. The safety sheath contains two locking mechanisms, the sheath tooth-cannula, and sheath wings-collar which are simultaneously activated when manually pressed over the needle immediately after use and just before disposal to minimize the possibility of sharps injury. The collar and sheath undergo an initial product inspection check (ipic) before mass production, during raw material change, mold maintenance, plant shutdown, cavity closure, and mold/product type change. Any molding defects that may affect product function are part of the inspection item. We also have a visual in-process and product confirmation inspection to ensure that the collar is in good condition. Visual in-process inspections are conducted during the manufacturing process to detect abnormalities in the product that may cause issues during sheath activation. The critical locking part of the sg3 product is checked for defects such as short shot, sheath collar fitting, and over or under insertion of the collar into the hub. We have functional tests conducted to confirm that our products are free of defects that would lead to difficulty or failure of device activation. We perform safety sheath activation during sg assembly inspection and outgoing inspection of finished products where the cannula should be captured under the sheath's tooth. During the component fit test, we also check that the sheath lugs are securely attached to the collar ear. Before shipment, qc conducts outgoing inspections to check the overall condition of the products. The collar and sheath are manufactured in-house with validated tpc molding machines. There were no nonconformance reports issued for the supplied molded part lots. This is the first time we have received a partial activation of the sheath complaint for the specific item code in the last two fiscal years. Retention samples of 25g mckesson needles were simulated. The samples were activated using three methods: finger, thumb, and hard surface activation. All the samples were successfully activated, and the cannula was captured under the sheath tooth. There were no difficulties encountered during the activation. The root cause of the problem could not be identified based on our investigation of all the available information regarding this issue. A review of the product's lot history file revealed no related issues that would cause the needle to bend during sheath activation. We have routine inspections to check the condition of the products. The components that are critical to the product's safety activation are checked to ensure that no defects occur that could result in sheath activation issues. We recommend following the instructions for use (IFU) for proper use of the sg3 needle, which includes caution, precautions, and warnings to avoid problems during sheath activation. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.